Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the physician experienced difficulty placing the left ventricular (lv) lead. Once the lead was successfully placed, the physician was unable to extract the guidewire from the lead body. The guidewire was not extended past the tip of the lead. Boston scientific technical services (ts) was consulted as the physician intended to cut the wire at the terminal pin. Ts discussed that is not recommended, nor was leaving the wire in the lead at all as it could cause a short in the electrical circuit or other performance issues. However, the physician opted to leave the guidewire in the lead. When the physician pulled the guidewire out from the terminal pin and cut it, upon release it retracted into the lead body. Ts discussed that this was off label use of the guidewire and lead. The lv lead remains in service with a portion of the guidewire inside. No adverse patient effects were reported.